Event description:
It was reported that while in operating room md inserted sheath via femoral artery. Intra-aortic balloon (iab) was prepped & given to md to advance through sheath; iab was placed without incident. The scrub nurse noticed the stopcock on tubing extension was not "working correctly". As a result, stopcock & tubing were replaced successfully. Blood was found in line & iab was removed. Another iab was not inserted. Chief of perfusion cleaned stopcock/tubing & found a crack in stopcock housing. There were no reported pt complications.

Manufacturer narrative:
Device will not be returned for evaluation. A follow-up report will be filed if more info becomes available.